Event description:
The customer called and reported her blood glucose was 513 mg/dl and she noticed air bubbles in her infusion set tubing. The customer had removed the set and declined troubleshooting for the air bubble issue. The customer was advised the insulin pump would be replaced but did not agree to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.